Event description:
On (B)(6) 2022 a patient underwent a minimally invasive epicardial surgical left ventricular lead placement with concomitant left atrial appendage (laa) exclusion. The pro235 atriclip was placed and the distal tip of the left atrial appendage (laa) was excised. After excision of the tip of the laa, pulsatile bleeding was observed. A 45mm endo stapler was then used to close the laa. Bleeding was stopped and patient left the operating room in stable condition. This was a procedural complication and there was no reported device malfunction.

Manufacturer narrative:
(B)(4) the product history record was reviewed for lot 116878. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.